Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for hypoglycemia; however, no specific bg levels, event dates, or circumstances surrounding the event were provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
Review of pump data showed that in the three days prior to the information reported on (B)(6) 2016, multiple boluses were requested and delivered during low blood glucose (bg) levels, and while the pump still registered insulin on board from previous bolus requests. This could attribute to the hospitalization for hypoglycemia.